Event description:
Device 3 of 3. Reference MFR report: 1627487-2017-02124 and 1627487-2017-02125. It was reported the patient has not used her scs stimulation therapy in approximately four years. Subsequently, the patient's scs ipg battery depleted. In addition, the patient stated the system helped her pain originally but seemed to lose its effect. Follow up identified the patient had her entire scs system removed.